Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. The icm was interrogated in clinic successfully, but the issue remains unresolved. There were no patient consequences reported.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.